Event description:
It was reported that during a rectum resection, the staple line was incomplete. Completed with hand suturing. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.